Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. Customer¿s blood glucose level was 450 mg/dl. Customer stated that the insulin pump had hardware low level failures alarm. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that the fill cannula was recorded in daily history. Customer stated that they performed self-test and test was passed. It was unknown that the customer was using auto mode feature. The device will be returned for analysis.

Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that insulin pump was off since (B)(6) 2020 for over 10 days so, auto mode feature could not have been active due to time off insulin pump.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Unit alarmed pump error 63 alarm during self test and confirmed in the pump history due to broken pin on keypad assembly.